Event description:
The following was reported by the patient's peritoneal dialysis registered nurse (pdrn): the patient had peritonitis; the patient was cultured 3 days into the hospital stay for low blood sugar and blood pressure. The pdrn also relayed that the patient is not 100% capable of performing his peritoneal dialysis by himself and that his family members that live with him refuse to help. The patient was discharged on (B)(6) 2013.

Manufacturer narrative:
Additional attempts to the patient have been made with no additional information provided. This MDR includes all event information received to date. Due to the lack of additional information and the known complication of peritonitis, this MDR is being filed as a serious injury. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation. Related mdrs: 8030665-2014-00090, 00091, 00092, 00099, 2937457-2014-00100, 00101.